Event description:
Boston scientific became aware in 02/2005, of an event that occurred 2004,of a pt, who underwent balloon test occlusion, which passed nicely followed by a right intacranial neuroform stent. A 20-mm neuroform stent was used to cross the giant aneurysm and achieved and excellent result. The pt did well initially but then had a drop in blood pressure. Through a CT scan a retro peritoneal hematoma was discovered, which was completely unexpected. This require several units of blood. The pt subsequently developed some mild left upper extremity numbness and a slight amount of weakness. A CT scan showed a tiny amount of blood in the left parietal area, which probably explained the symptoms. The pt seemed to be resolving nicely from that and the blood pressure was holding steady. The pt was discharged to rehab in 2004, in stable condition.